Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 550 mg/dl. The customer treated herself with a manual injection. The customer expressed being very ill, chest pain and nausea, as symptoms of her high blood glucose. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer agreed to call back the next day in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.